Event description:
Reportedly the pump was set to infuse 10ml/hr. For an epidural. The anesthesiologist reported the drug to be a dilute concentration. The pump emptied the syringe at a rate that appeared to be equal to 100ml/hr. There was no pt. Issue as a result of this event.